Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-03968. Additional information received clarified during the surgery one of the lead was explanted and replaced. It is unknown which lead was explanted. Therefore, explant date is listed for both the reported leads.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-03968. It was reported the patient¿s ((B)(6)) leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2018 where in the leads were repositioned which resolved the issue. Reportedly, effective stimulation was restored postoperatively.